Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Lvp bezel post recall group 1-dom 2019f recall affected door assy- hinge damage iui- corrosion iui- corrosion there is no patient involvement. Lvp bezel post recall group 1-dom 2019f- 09/06/2019 08:51:05 anese clemons (aclemons) recall point of contact: thomas ackerman biomed/818-960-8203/thomas.ackerman@dignityhealth.org 09/06/2019 09:53:30 anese clemons (aclemons) customer stated there was a bad bezel installed 10/10/2019 05:58:49 lauryne wasan (lwasan) npi confirmed updated from rcl to mjr for the major repairs needed per peter zhu, service tech. Repair approved by tom ackerman, biomed, at thomas .ackerman@dignityhealth.org for $365. Use new po# tmxc0322989 10/10/2019 06:01:24 lauryne wasan (lwasan) correction: updated from rcl to mnr for the minor repairs needed for $230 11/08/2019 10:36:15 annette a mendez (amendez) 9632001960920413730700119242616925 12/04/2019 08:13:21 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.